Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this tactra penile prosthesis developed a scrotal infection. Per the physician, the infection was not caused by the device. Future implant of another prosthesis is planned. The patient was also treated with antibiotics. There were no further patient complications.